Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence and an infection at implant site. Subsequently, the patient was treated with steroid injection, topical and oral antibiotics. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to wound healing issue and infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.